Manufacturer narrative:
The initial MDR 2432235-2015-00264 was filed on may 28, 2015.additional information (07/17/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cause of the discordant, falsely elevated tni-ultra result is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse calibrated the cuvette loader sensors and incubation ring presence sensor. The cse also performed a sample and reagent probe calibration. The cause of the discordant, falsely elevated tni-ultra result is unknown. Siemens is investigating this issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), and the patient was treated for acute coronary syndrome. The sample was repeated on an alternate advia centaur cp instrument, resulting lower. Two new samples obtained from the patient were then tested on one of the two advia centaur cp instruments, also resulting lower. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra result.